Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn. It could not be determined when or how this damage occurred. The data downloaded from the device shows an 0x6a occlusion alarm occurred during operation. This alarm deactivated the pod. During investigation, no blockages were found in the fluid path and fluid was observed flowing freely though the entire fluid path. No damages or defects were observed on the drive mechanism that would contribute to the 0x6a alarm. The cause of the occlusion alarm could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patients blood glucose level rose to 21.6 mmol/l (388.8 mg/dl) while wearing the pod longer than 48 hours on the hip/buttocks.